Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-allergan device. Subsequently, physician provided MRI and ultrasound reports which identified a cyst - 21mm and lymphadenopathy this relates to the left side.

Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of " lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is non device related. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-allergan device. Subsequently, physician provided MRI and ultrasound reports which identified a cyst - 21mm and lymphadenopathy this relates to the left side.

Event description:
Physician reported implant rupture. Device has been explanted and replaced with a non-allergan device. Subsequently, physician provided MRI and ultrasound reports which identified a cyst - 21mm and lymphadenopathy this relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Lymphadenopathy: unable to observe as it is a medical event not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: wear abrasion observed on the device. No further actions are required as the device was implanted.